Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 1 minute. Furthermore, a balloon pinhole was noted. The device was removed without any problem using a normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.